Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller mentioned that the device also was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was protruding. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device had a cracked reservoir tube lip.